Event description:
It was reported that during the procedure of rectal resection by laparoscopy, the circular suture was enlisting cdh29p. After placing the battery and verifying the screen ignition, the knob for removing the anvil is opened in order to mount it on a laparoscopic clip. However, upon completion of the opening, it was evident that the anvil presented an anomalous withdrawal pressure, being significantly looser than usual. This lack of mechanical tension in the clamping system caused that, without exerting a force greater than the standard, the anvil suddenly detached, falling off the surgical table to the floor and disabling its use due to loss of sterility, so a new stapler is requested to continue the procedure.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.